Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to be interrogated. At this time, no successful interrogation was confirmed. This device remains in service. No adverse patient effects were reported. Additional information was received from the field stating this device was successfully interrogated and no anomalies were found. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated. At this time, no successful interrogation was confirmed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.